Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, brown particles in the surface of the shell, crease fold, wear abrasion and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening.

Event description:
Physician reported "implant rupture and capsular contracture - baker grade iii. Confirmed via ultrasound. Device has been explanted. This relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Physician reported implant rupture and capsular contracture - baker grade iii. Device has been explanted. This relates to the left side.